Manufacturer narrative:
B7: added medical history. H6: updated method/results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: (B)(6) healthcare. (B)(6) md. Operative report. Preoperative diagnosis: parastomal hernia. Postoperative diagnosis: parastomal hernia. Procedure: laparoscopic parastomal hernia repair with strattice (sugarbaker technique). Small bowel resection. Extensive lysis of adhesions greater than 30 minutes. Indications: this is a 62-year-old male with a parastomal hernia patient initially desired colostomy reversal with hernia repair. However, patient is essentially decided on only pursing a parastomal hernia repair. Assistant: emilee eden, pa. Type of anesthesia: general. Estimated blood loss: 20 ml. Drains/packs/other device: strattice mesh. Findings: ¿parastomal hernia including omentum and small bowel with a small bowel loop with extensive scarring and serosal involvement requiring small bowel resection. Extensive adhesions from the omentum and small bowel with a small bowel loop with extensive scarring and serosal involvement requiring small bowel resection. Extensive adhesions from the omentum and small bowel towards intra-abdominal wall.¿ specimens removed: small bowel. Complications: none. Post-op condition: stable. Patient disposition: disposition to recovery room. Description of the procedure: ¿risks, benefits, alternatives of the procedure were explained to patient and family. Consent was obtained. Patient was transferred from the preoperative holding area to the operating suite in the supine position. General anesthesia was induced. Endotracheal tube was placed. Patient was placed in a lithotomy position. Scds were placed. Patient received preoperative ancef, flagyl, and heparin. Patient's abdomen was prepped and draped in a standard sterile fashion. Stab incision was created at the right upper quadrant. Abdomen was entered using optiview device under direct visualization. Upon entrance of abdomen, abdomen was insufflated using carbon dioxide to approximately 15 mm's of mercury. 2 additional 5 mm trochars were placed under direct visualization. Significant amount of viscera was identified within the parastomal hernia. The omentum was found to be adherence was anterior abdominal wall and extensive lysis of adhesions was performed using ligasure device to ensure hemostasis. Subsequently I was able to identify the hernia defect. A large amount of omentum and small bowel was incorporated into the parastomal hernia. Reduction of these incarcerated contents was performed. The omentum and small bowel. Be healthy and viable however there was one segment of small bowel which had extensive scarring. Upon further dissection to reduce this loop of small bowel, serosal injuries were identified. The rest of the small bowel was identified and found to be heathy and viable without any evidence of serosal injuries. At this point and created a midline incision of 6 cm. The small bowel was then exteriorized. Small bowel resection was then performed. Mesentery was divided to allow for mesenteric defect. The gia 75 mm blue loaded stapler was then advanced into place proximally and distally to the area of injury. The small bowel was then transected and passed off the table as specimen. 2 loops of bowel were then placed adjacent to each other. Enterotomies were then performed using bovie cautery. The gia 75 mm blue load stapler was then advanced into place and fired to create a common channel of the anastomosis. The anastomosis was then completed using the same stapler. The corners of the stapler were imbricated using 0 vicryl sutures in lembert fashion. The crotch was reapproximated using 3-0 vicryl sutures in interrupted fashion. Excellent blood flow was identified within the anastomosis. This was then returned to its intra-abdominal position 15 cm x 20 cm strattice mesh was then opened. 4 cardinal sutures were placed using 0 pds sutures in a mattress fashion. This was then placed in the intra-abdominal position. Pneumoperitoneum was once again reestablished. On the close device was then used to secure the 4 corners of the mesh to the fascial layer in a mattress fashion. The mesh was laid in a sugarbaker technique. The mesh was then secured to the fascia using a pro tack device. Several 0 pds sutures were used to reapproximate other areas with a pro tack did not function properly. The anastomosis was identified and found to be healthy and viable. The omentum was placed overlying this area. The mesocolon was left undisturbed. The midline fascia was then reapproximated using #1 pds sutures in running fashion. All skin sites were closed using 4-0 monocryl sutures in subsequent fashion. Dermabond was applied. Exparel was injected into all skin incisions. Patient tolerated procedure well. All counts were correct x 2.¿ (B)(6) 2018: (B)(6) healthcare. (B)(6) md. Operative report. Preoperative diagnosis: parastomal hernia. Postoperative diagnosis: same. Procedure: laparoscopic parastomal hernia repair and ventral hernia repair with mesh in sugarbaker fashion. Extensive lysis of adhesions for greater than 30 minutes. Assistant: (B)(6) , pa. Type of anesthesia: general. Estimated blood loss: not applicable. Drains/packs/other device: none. Findings: goretex mesh. Specimens removed: none. Complications: none. Post-op condition: stable. Patient disposition: disposition to recovery room. Description of the procedure: ¿risks, benefits, alternatives of the procedure were explained to patient and family. Consent was obtained. Patient was transferred from the preoperative holding area to the operating suite in the supine position. Patient received preoperative ancef. Patient's abdomen was prepped and draped in a standard sterile fashion. The old ostomy site was covered using betadine soap followed by fours. Stab incision was created for advancement of a 5 mm trocar within the abdomen under optiview device. An additional trochars placed in the right upper quadrant. Lysis of adhesions was performed for gradient 30 minutes from patient¿s previous abdominal surgeries. There were various omental adhesions towards anterior abdominal wall and omental adhesions towards the previous mesh. These were lysed using ligasure device ensured hemostasis. The herniated contents were then reduced within the abdomen. Over the lock suture was then advanced and placed to perform a primary fascial closure of the mora medial aspect of the parastomal hernia. Subsequently a 20 x 30 cm gore-tex mesh was advanced and a place and this was secured using tacking device to secure the mesh against the anterior abdominal wall in a sugarbaker fashion. The midline hernia and parastomal hernia repaired in the same manner. The right upper quadrant trocar site was then closed using 0 vicryl sutures in running fashion of fascial layer. It¿s all skins incisions were then closed using 4-0 monocryl sutures in a subsequent fashion. Several dressings including dermabond was applied. Patient tolerated the procedure well. All counts were correct x 2. Due to the complexity case and the need for visualization and retraction, quite a physician's assistant.¿ (B)(6) 2018: carolinas healthcare. Operative documentation. Implant record. Implant identification: gore tex soft tissue patch 20 cm x 30 cm x 2 mm. Serial number: (B)(4). Manufacturer: gore. Catalog number: 1320030020. Expiration date: 07/31/22. Site: abdominal wall. The records confirm a gore-tex® soft-tissue patch (1320030020/17165579) was implanted during the procedure. 04/02/18: (B)(6) healthcare. (B)(6) md. Operative report. Preoperative diagnosis: parastomal hernia. Postoperative diagnosis: same. Procedure: exploratory laparotomy. Hartman¿s reversal. Repair of parastomal hernia. Flex sig. Indications: [blank]. Assistant: (B)(6) pa. Type of anesthesia: general. Estimated blood loss: 250 ml. Drains/packs/other device: none. Findings: negative leak test. Viable small bowel within parastomal hernia. Specimens removed: ostomy. Rectal stump. Hernia sac. Complications: none. Post-op condition: stable. Patient disposition: disposition to recovery room. Description of the procedure: ¿risks, benefits, alternatives of the procedure were explained to patient and family. Consent was obtained. Patient was transferred from the preoperative holding area to the operating suite in the supine position. Patient received preoperative ancef and flagyl. General anesthesia was induced and endotracheal tube was placed. Patient's abdomen was prepped and draped in a sauser fashion and previous ostomy site was prepped using betadine and covered using opsite. Midline incision was created using 10 blade scalpel. Simultaneous tissue was dissected using bovie electrocautery. This was deepened the level of the fascia and abdomen was entered. The previously placed ptfe mesh was identified in there was minimal adhesions from the small bowel towards the mesh itself. The mesh also had dislodged from the lateral aspect. Small bowel was reduced from its parastomal hernia and there was no evidence of ischemia. At this point mesh explantation was performed. Sharp lysis of adhesions was performed using metzenbaum scissors. The mesh was successfully explanted and there was no evidence of serosal injuries to the small bowel. The rectal stump was then identified in the superior rectal artery was identified and ligated using ligasure device to ensure hemostasis. The rectal stump was then palpated and eea sizer was advanced into place towards the end staple line. This was then freed and trimmed back to healthy proximal rectum using green loaded contour stapler. The ostomy was then taken down at this mucocutaneous junction. Skin incision was created using bovie electrocautery this was deepened to level of fascia. Complete mobilization of the ostomy was performed. This was then trimmed back to healthy descending colon using automatic pursestring device. The colon was identified and the eea and vent was advanced into place under direct visualization. This was secured using the pursestring device. The eea sizers were once again advanced through the anus towards the staple line under direct visualization and palpation. The eea 29 mm stapler was advanced into place and deployed. The spike was deployed under direct visualization. This was then docked onto the anvil and the stapler was fired after 15 seconds. 2 complete donuts were identified within the specimen. Flex sig was then performed. The test was performed with instillation of normal saline within the abdomen. This was negative. The anastomosis was found to complete and healthy and viable. The hernia sac from the parastomal hernia was then removed using bovie electrocautery to ensure hemostasis. The hernia site was then repaired using #1 prolene sutures in running fashion. Midline fascia was then reapproximated using double-stranded #1 pds sutures in running fashion. Subcutaneous tissue was thoroughly irrigated using normal saline. Skin was then reapproximated using skin staples. A colonoscopy site was then reapproximated using 2-0 monocryl sutures in a pursestring fashion. The sutures and packed using 4 x 4 gauze. Patient tolerated procedure well. All counts were correct x2. Due to the complexity case, quite a physician's assistant for retraction, creation of anastomosis, takedown colostomy, takedown the mesh, abdominal closure.¿ 04/02/18: [missing records: a pathology report detailing analysis of the device removed during the 04/02/18 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
D4: added lot #, expiration date, di #, h4: added device manufacture date, h6: conclusion code remains the same.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (3191 for "dislodged mesh") was reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2017 through (B)(6) 2018 and not all records received in this time span are relevant to the gore-tex® soft-tissue patch. A pathology report detailing analysis of the device removed during the (B)(6) 2018 procedure was not provided. Patient information: medical history: (B)(6) 2017: parastomal hernia. Surgical procedures: unknown date: colostomy (B)(6) 2017: laparoscopic parastomal hernia repair with strattice (sugarbaker technique). Small bowel resection. Extensive lysis of adhesions, greater than 30 minutes. (B)(6) 2018: laparoscopic parastomal hernia repair and ventral hernia repair with mesh in sugarbaker fashion. Extensive lysis of adhesions for greater than 30 minutes. Implant: gore-tex® soft-tissue patch (B)(6) 2018: exploratory laparotomy. Hartman¿s reversal. Repair of parastomal hernia. Flexible sigmoidoscopy. Relevant medical information: (B)(6) 2017: procedure: laparoscopic parastomal hernia repair with strattice (sugarbaker technique). Small bowel resection. Extensive lysis of adhesions greater than 30 minutes. [Implant: strattice mesh] ¿this is a 62-year-old male with a parastomal hernia patient initially desired colostomy reversal with hernia repair. However, patient is essentially decided on only pursing a parastomal hernia repair .¿ ¿parastomal hernia including omentum and small bowel with a small bowel loop with extensive scarring and serosal involvement requiring small bowel resection. Extensive adhesions from the omentum and small bowel with a small bowel loop with extensive scarring and serosal involvement requiring small bowel resection. Extensive adhesions from the omentum and small bowel towards intra-abdominal wall.¿ ¿abdomen was entered using optiview device under direct visualization. Upon entrance of abdomen, abdomen was insufflated using carbon dioxide to approximately 15 mm's of mercury. 2 additional 5 mm trochars were placed under direct visualization. Significant amount of viscera was identified within the parastomal hernia. The omentum was found to be adherence was anterior abdominal wall and extensive lysis of adhesions was performed using ligasure device to ensure hemostasis. Subsequently I was able to identify the hernia defect. A large amount of omentum and small bowel was incorporated into the parastomal hernia. Reduction of these incarcerated contents was performed. The omentum and small bowel. [Sic] be healthy and viable however there was one segment of small bowel which had extensive scarring. Upon further dissection to reduce this loop of small bowel, serosal injuries were identified. The rest of the small bowel was identified and found to be heathy and viable without any evidence of serosal injuries. At this point and created a midline incision of 6 cm. The small bowel was then exteriorized. Small bowel resection was then performed. Mesentery was divided to allow for mesenteric defect. The gia 75 mm blue loaded stapler was then advanced into place proximally and distally to the area of injury. The small bowel was then transected and passed off the table as specimen. 2 loops of bowel were then placed adjacent to each other. Enterotomies were then performed using bovie cautery. The gia 75 mm blue load stapler was then advanced into place and fired to create a common channel of the anastomosis. The anastomosis was then completed using the same stapler. The corners of the stapler were imbricated using 0 vicryl sutures in lembert fashion. The crotch was reapproximated using 3-0 vicryl sutures in interrupted fashion. Excellent blood flow was identified within the anastomosis. This was then returned to its intra-abdominal position 15 cm x 20 cm strattice mesh was then opened. 4 cardinal sutures were placed using 0 pds sutures in a mattress fashion. This was then placed in the intra-abdominal position. Pneumoperitoneum was once again reestablished. On the close device was then used to secure the 4 corners of the mesh to the fascial layer in a mattress fashion. The mesh was laid in a sugarbaker technique. The mesh was then secured to the fascia using a pro tack device. Several 0 pds sutures were used to reapproximate other areas with a pro tack did not function properly. The anastomosis was identified and found to be healthy and viable. The omentum was placed overlying this area. The mesocolon was left undisturbed. The midline fascia was then reapproximated using #1 pds sutures in running fashion. All skin sites were closed using 4-0 monocryl sutures in subsequent fashion.¿ implant preoperative complaints: (B)(6) 2018: "parastomal hernia¿ . Implant procedure: laparoscopic parastomal hernia repair and ventral hernia repair with mesh in sugarbaker fashion. Extensive lysis of adhesions for greater than 30 minutes. [Implant: gore-tex® soft-tissue patch, 1320030020/17165579, 20cm x 30cm x 2mm thick] implant date: (B)(6) 2018. Wound classification: [unknown] findings: ¿goretex mesh.¿ description of hernia being treated: ¿the old ostomy site was covered using betadine soap followed by fours. Stab incision was created for advancement of a 5 mm trocar within the abdomen under optiview device. An additional trochars [sic] placed in the right upper quadrant. Lysis of adhesions was performed for gradient 30 minutes from patient¿s previous abdominal surgeries. There were various omental adhesions towards anterior abdominal wall and omental adhesions towards the previous mesh. These were lysed using ligasure device ensured hemostasis. The herniated contents were then reduced within the abdomen. Over the lock suture was then advanced and placed to perform a primary fascial closure of the mora medial aspect of the parastomal hernia.¿ implant size and fixation: ¿subsequently a 20 x 30 cm gore-tex mesh was advanced and a place [sic] and this was secured using tacking device to secure the mesh against the anterior abdominal wall in a sugarbaker fashion. The midline hernia and parastomal hernia repaired in the same manner. The right upper quadrant trocar site was then closed using 0 vicryl sutures in running fashion of fascial layer. It¿s [sic] all skins incisions were then closed using 4-0 monocryl sutures in a subsequent fashion.¿ explant preoperative complaints: (B)(6) 2018: "parastomal hernia¿. Explant procedure: exploratory laparotomy. Hartman¿s reversal. Repair of parastomal hernia. Flex sig. [Flexible sigmoidoscopy]. Explant date: (B)(6) 2018. Findings: ¿negative leak test. Viable small bowel within parastomal hernia.¿ ¿midline incision was created using 10 blade scalpel. Simultaneous tissue was dissected using bovie electrocautery. This was deepened the level of the fascia and abdomen was entered. The previously placed ptfe mesh was identified in there was minimal adhesions from the small bowel towards the mesh itself. The mesh also had dislodged from the lateral aspect. Small bowel was reduced from its parastomal hernia and there was no evidence of ischemia. At this point mesh explantation was performed . Sharp lysis of adhesions was performed using metzenbaum scissors. The mesh was successfully explanted and there was no evidence of serosal injuries to the small bowel. The rectal stump was then identified in the superior rectal artery was identified and ligated using ligasure device to ensure hemostasis. The rectal stump was then palpated and eea sizer was advanced into place towards the end staple line. This was then freed and trimmed back to healthy proximal rectum using green loaded contour stapler. The ostomy was then taken down at this mucocutaneous junction. Skin incision was created using bovie electrocautery this was deepened to level of fascia. Complete mobilization of the ostomy was performed. This was then trimmed back to healthy descending colon using automatic pursestring device. The colon was identified and the eea and vent was advanced into place under direct visualization. This was secured using the pursestring device. The eea sizers were once again advanced through the anus towards the staple line under direct visualization and palpation. The eea 29 mm stapler was advanced into place and deployed. The spike was deployed under direct visualization. This was then docked onto the anvil and the stapler was fired after 15 seconds. 2 complete donuts were identified within the specimen. Flex sig [flexible sigmoidoscopy] was then performed. The test was performed with instillation of normal saline within the abdomen. This was negative. The anastomosis was found to complete and healthy and viable. The hernia sac from the parastomal hernia was then removed using bovie electrocautery to ensure hemostasis. The hernia site was then repaired using #1 prolene sutures in running fashion . Midline fascia was then reapproximated using double-stranded #1 pds sutures in running fashion. Subcutaneous tissue was thoroughly irrigated using normal saline. Skin was then reapproximated using skin staples. A colonoscopy site was then reapproximated using 2-0 monocryl sutures in a pursestring fashion. The sutures and [sic] packed using 4 x 4 gauze.¿ pathology report detailing analysis of the device removed was not provided. Conclusion: it should be noted that the gore-tex® soft-tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device is preserved and maintained by the provider and thus was not able to be returned to gore for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a laparoscopic ventral hernia repair on (B)(6) 2018 whereby a gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: dislodged mesh, mesh removal, additional surgery. Additional event specific information was not provided.